Manufacturer narrative:
The pump was received with a no motor movement or negligible movement alarm. Alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they got no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was unknown. Troubleshooting was performed for pump error. The product will return for the analysis.